Event description:
The patient reported he receives repeated e4 (occlusion) error messages on his insulin infusion device when he has used approximately 1/5 of the insulin in his prefilled glass insulin cartridges. He said this has happened several times and usually happens when he is trying to bolus insulin, which may be as much as 15 or 16 units. He stated he resolved this by "playing with it" and "repositioning the adapter". He stated he also changes his accessories, such as the cartridge and adapter which allowed the insulin to flow without occlusion. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.